Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the conformable gore® tag® thoracic endoprosthesis may include but are not limited to dissection of the aortic vessel and reoperation. (B)(4).

Event description:
On (B)(6) 2017, the patient underwent endovascular repair of a sub-acute type b thoracic aortic dissection using conformable gore® tag® thoracic endoprosthesis. After the endoprosthesis was deployed in the descending thoracic aorta, an angiography was performed to implant a second endoprosthesis. The proximal neck was not well visualized so that an echography was run, revealing a flap on the thoracic aorta (exact location of the flap formation is unknown). A computed tomography (CT) was also run, revealing a retrograde type a aortic dissection. It was reported by the physician that guidewire manipulation could have caused or contributed to the retrograde aortic dissection, but an exact cause of the dissection was unknown. The physician performed a total aortic arch replacement procedure to repair the retrograde aortic dissection. The patient tolerated the procedure.